Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the use of non-our high-frequency ablation power devices may cause high-frequency noise on the observation monitor, which may affect the procedure, or the endoscopic images may disappear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, when using the visera elite video system center, the screen blacked out for a moment when the electrocautery knife was used. After that, the image was restored, but the main unit was replaced as a precaution. The issue happened during a laparoscopic colectomy. The device was inspected before the procedure and there were no abnormalities. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Upon follow up, the customer stated that the electrosurgical system used was vio 300d and output mode was auto cut (40w; effect 5) and swift coag (40w; effect 6). The power supply system for the subject device was different from the power supply system for the electrocautery knife. The layout of the video signal cord and electrocautery knife cord was unknown, however, the customer stated there was a possibility that the cords were in contact even if they were not entangled. The device was returned and customer allegation "screen blackout" was not confirmed. A visual inspection of the returned device did not reveal any abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.